Manufacturer narrative:
Upon product investigation, the meter did not confirm the memory overwrite malfunction. However, this meter is a locked meter and the battery and booklet icon was observed by customer. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.